Event description:
It was reported that this left ventricular (lv) lead was explanted shortly after implant due to non product experience. This lead was successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).